Manufacturer narrative:
(B)(4).

Event description:
According to the reporter during a esophagectomy/gastric tube, the first fire was successful. Replaced reload and tried firing, but the device could not be fired anymore. Opened another reload to complete the procedure. The event occurred during the procedure but the product was not used for patient. The procedure was completed with another device. The surgical time was not extended.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one reload opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual examination of the staple cartridge noted that the reload had a full staple complement. Microscopic evaluation noted that the reload had no damage to the cutting edge of the knife blade. The reload was loaded into a pmv representative instrument (idrive ultra powered handle 1 and endo gia adapter standard) for functional testing. The reload detect led started flashing as intended, indicating that the software recognized the presence of a reload. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The reload was applied to test media. All staples were placed and the test media was cleanly transected. The returned sample as received was found to meet specifications and the reported condition was not confirmed. A review of the device history record indicates this device lot number was released meeting all quality specifications. The file will be closed as fired satisfactorily. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. Based on the product analysis, the failure was not confirmed to be attributed to the reported event.